Event description:
It was reported that the chronic left ventricular lead showed high impedance and loss of capture following a routine device change out. The patient was taken back to the operating room where the lead was removed from the set screw of the device and then subsequently put back into the header block. All lead impedances were within normal range and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The review of performance data found no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.